Manufacturer narrative:
The reported event of a twisted lead was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that, during an implant procedure, the left ventricular (lv) lead insulation was twisted. The lv lead was explanted and replaced to resolve the event. The patient was stable.